Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the server and confirmed that all messages were crossing over, and no issues were identified. Tss called the customer and confirmed that the cerner refreshed the server to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients and orders were not crossing over from cerner to pyxis, and the user had also contacted cerner to check the issue from their end. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.